Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the chair will show that it has a full charge, then suddenly drop to needing charged immediately.